Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, burn/heat damage, which was confirmed during evaluation. Evaluation found an over heated connector on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump had burn/heat damage. It was also reported there was no patient involvement.